Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal she could not find the string on her impressa bladder support. She found the string laying inside the wrapper. She was able to manually remove the impressa. On another occasion while using another impressa from the same box, she could not find the string upon removal. The string was missing. She was able to manually remove this impressa as well. She stated she was doing well and did not seek medical attention.